Event description:
Pt admitted to hospital for bilateral breast exploration and capsulectomy with stage 1 tissue expander reconstruction. Prior to this surgery, pt had left side capsular contracture and asymmetry with right breast capsular contracture. It was noted at the time of surgery that the pt had a right ruptured gel implant with a substantial amount of free gel in the pocket.